Manufacturer narrative:
B3: unknown. No information has been provided to date. E: full phone number: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed, a slightly bubbled downstream occlusion (dso) seal. Service history identified, the complaint was not related to a previous service of the device within the review period. Review of the event history log showed a few, "high alarm displayed, downstream occlusion". Reports. Functional testing was not able to replicate the issue at the time of the investigation. The investigation was not able to determine, an exact cause to the reported issue. Preventative sensor calibration was performed. And the dso seal was replaced.

Event description:
It was reported, that the pump is beeping occlusion. There was unknown patient involvement.